Event description:
During a procedure, the rotator on the syringe backed off of the manifold and drew in air. This was noticed immediately and no air was injected into patient. No patient harm or injury occurred as a result.

Manufacturer narrative:
The acutal product in question was not returned to co, however, four unused units from the same lot were lot were returned. Each of the 4 syringes was visually examined and no defects were discovered. The luers were measured with a calibrated taper gauge and were found to be within specification. Each of the syringes was tested by preparing them with water and connecting them to a closed manifold, and then applying pressure. Further testing was performed by opening the manifold and connecting a catheter, and then applying pressure. None of the syringes leaked or backed off. The complaint could not be confirmed. Co will continue to monitor events of this type to ensure that no increasing trends occur.